Event description:
Customer reported: I have the 1 liter airlife non self inflating bag that came off its setup (on patient). Lot number 0000619017. This is stocked in picu.  The same problem occurred ; the bag separates from the coupler/elbow. There was no harm to the pt.

Manufacturer narrative:
(B)(4). Device evaluation anticpated but not yet begun. Upon carefusion's investigation, a follow up medwatch will be submitted.